Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 154 mmol/l. The physician questioned the result, and the sample was repeated. The sample was repeated on another module, and the result was 138 mmol/l. The repeated result was believed to be correct.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service representative found that the sample probe was clogged with a clot, and the vessel vacuum nozzle was not aspirating all of the residue fluid from the vessel. He cleaned the sample probe and vacuum nozzle, performed a reagent prime, and performed air purges. He performed checks and tests with acceptable results. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the issue was due to inappropriate sample handling. The investigation did not identify a product problem.